Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch basic enhanced meter was prompting a "not ok" message at the time she was attempting to perform a blood glucose test. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged message began to appear on the afternoon of (B)(6) 2010. The patient informed the cca that she was managing her diabetes with oral medications at the time the alleged issue started. The patient denied taking any action regarding her diabetes management as a result of the alleged issue. A few days after the start of the alleged issue, the patient claimed she felt weak and sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.